Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the patient was experiencing fatigue and weakness. The patient also stated that the implantable pulse generator (ipg) "is on its side and the wire is sticking up and doesn't lay flat." The patient noted that the device seems to be functioning as it should. Attempts were made to obtain additional information but were unsuccessful. According to manufacturer records, the device remains in use. No further patient complications have been reported as a result of this event.